Manufacturer narrative:
The mayfield head holder adaptor sn. (B)(4) was received for analysis. The functional test was performed, and the failure was confirmed as it was difficult to insert the screw. The insertion of the screw was possible without any issue at the entry, but at the end of insertion, it becomes difficult to tighten but still possible. Following the visual inspection, it was observed that the screw is slightly twisted at the end, the space between the axis of the black handle and the notched part was more important than expected in the mechanical drawing which can provoke a possible twist. The event can probably due to a misuse provoked by a shock or an excessive force applied on the device. It is possible that the device was handled only by holding the screw and not by the black handle.

Event description:
It was reported that the mayfield had been screwed wedged and the screw shows some damages. The screw can still be fixed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the mayfield had been screwed wedged and the screw shows some damages. The screw can still be fixed.